Manufacturer narrative:
Of the 48 allegations of a malfunction, 18 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 48 malfunction events. A review of the events indicated that the one touch ping model pump experienced an inaccurate delivery issue. These reports were received from various sources. The patients associated with this allegation ranges from 5-93 years of age and between 40 and 340 pounds. Of the reported patients, 21 were male, 26 were female, and 1 were unknown.